Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The sample is reported to be available; however, it will not be returned as the patient is reported to be covid-19 positive. A photo of the device was provided by the user facility. All information reasonably known as of 12 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the feeding tube was completely split at approximately the 72cm marking. This was confirmed by a CT scan. The lower part of the feeding tube remains in the patient's jejunum and the user facility has advised to wait for it to pass naturally. The patient is receiving regular abdominal x-rays to check the location of the retained tube. No patient injury was reported. A new tube was inserted to decompress the stomach. The product was in use for 22 days. Additional information received 06-apr-2021 indicated the "separation of the tube was below the esophagus."

Manufacturer narrative:
A photo of the device was provided by the user facility. The photo showed tubing that exhibited ballooning. The root cause of the reported issue could not be conclusively determined. However, a possible root cause is a use related problem as the instructions for use indicates that "vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube.". All information reasonably known as of 22 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.